Event description:
After about two days of device wear, the customer's blood glucose climbed to about 400 mg/dl. He "kept injecting" correction boluses (times and dosages not reported) using the device, but was not successful in reducing his bg. He changed the device due to a low reservoir alarm and his bg is now in the 200s mg/dl. When he removed the subject device he observed that the cannula was bent in two places.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent condition of the cannula or to determine whether it, or some other product condition, could have restricted or interrupted insulin delivery and contributed to reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."